Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus. Customer stated high blood glucose event occurred due to infusion set had air bubbles. Auto mode feature was active at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was 370 mg/dl. The insulin pump will not be returned for analysis.